Manufacturer narrative:
Device passed the self test and displacement test. All buttons functioning properly. No damage to the keypad assembly and the keypad connector on electrical board was locked properly during visual inspection. Device was received with a cracked case , and cracked keypad overlay. Device p-cap or reservoir locked properly in place. Device passed the displacement test. (B)(4).

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had stuck button alarm. Customer stated they did not press a button down for 3 minutes or longer. Customer stated insulin pump was no longer functioning. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.